Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the occurrence could not be identified based on the information available at the time of this complaint and the results of the investigation. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited error e315, a failure in the camera cable unit, and air leakage from the button. There was no patient involvement.